Event description:
Pt is a 59 year with a history of impotence who had previously undergone penoscrotal placement of inflatable penile prosthesis with an ams unit, 5 yrs. Prior. While sitting on a stool the device ruptured and fluid was felt in the scrotum. The prosthesis was removed on 12/3/96.